Event description:
Pump declared altitude alarm 21. There was no adverse impact to the customer's blood glucose level. Customer resumed insulin after following instructions to clean and reconnect the pump, using a new cartridge outside of the load sequence. Alarm did not recur, and customer was educated on proper cartridge handling and acknowledged understanding, with a plan to call back if alarm recurs.